Event description:
A hospital reported to a fisher & paykel healthcare (fph) field representative that the temperature shown on the mr850 respiratory humidifier did not rise above 35°c; however, no alarm sounded on the humidifier. The hospital staff suspected that the rt340 adult dual heated evaqua breathing circuit, which was used with the humidifier, had open circuit. This was observed before patient use.

Manufacturer narrative:
(B)(4). The complaint rt340 adult dual heated evaqua breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital reported to a fisher & paykel healthcare (fph) field representative that the temperature shown on the mr850 respiratory humidifier did not rise above 35 degrees c; however, no alarm sounded on the humidifier. The hospital staff suspected that the rt340 adult dual heated evaqua breathing circuit, which was used with the humidifier, had open circuit. This was observed before patient use.

Manufacturer narrative:
(B)(4). The complaint rt340 adult dual heated evaqua breathing circuit was returned to fph in (B)(4) for inspection; however, it was received in condition that made analysis impossible. The heater wire was cut and separated from the limb. All breathing circuit heater wire assemblies are electrical resistance tested and visually inspected before leaving the production, and those that fail are rejected. The user instructions that accompany the rt340 adult dual heated evaqua breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarm."